Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 12 mg/dl. Customer stated that he was found unconscious on the floor. The paramedics were called and he was taken to hospital via ambulance. Customer was admitted to ICU, blood glucose will not rise. Customer treated with dextrose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.